Event description:
The patient was undergoing a coil embolization using pod packing coils (packing coil), a ruby coil, a ruby coil detachment handle (handle), and a px slim delivery microcatheter (px slim). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted a ruby coil and a packing coil into the target vessel using the px slim and handle. The physician advanced another packing coil into the target vessel. It was noted that the packing coil did not take its intended shape. The physician then attempted to reposition the packing coil twice. While retracting the packing coil, it became damaged. The px slim containing the packing coil was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were updated on this follow-up #01 MFR report 3005168196-2024-00296: 1. Section b. Box 5. Describe event or problem: 2. Section h. Box 6. Device code 1. Evaluation of the returned packing coil revealed offset coil winds on the embolization coil. This is likely the reported damage on the embolization coil. Further evaluation revealed that the embolization coil was intact with the pusher assembly and the offset coil winds were primarily on the most proximal end of the embolization coil. The offset coils at the proximal end of the embolization coil likely occurred during retraction. This is likely the reported damage on the embolization coil. The offset coils may have contributed to the reported difficulty experienced when placing the embolization coil . The reported tortuous patient¿s anatomy may have contributed to resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization using pod packing coils (packing coil), a ruby coil, a ruby coil detachment handle (handle), and a px slim delivery microcatheter (px slim). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted a ruby coil and a packing coil into the target vessel using the px slim and handle. The physician then advanced another packing coil into the target vessel, repositioned it twice and attempted to detach the packing coil. It was reported that the packing coil unintentionally detached inside the px slim. Therefore, the px slim containing the detached packing coil was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.